Event description:
Patient received first miradry treatment some time ago and reported a good recovery. Patient received second treatment on (B)(6) 2013. Patient was taking anti-inflammatory medication when he noticed redness in his left underarm. Ten days after treatment he had a fever and was admitted to the hospital. The patient's left underarm was drained initially with the right underarm also subsequently drained. Information received through foreign distributor with further details being pursued.

Manufacturer narrative:
Further information being pursued from foreign distributor. Infection is a known risk of the procedure documented in labeling, however, if additional patient progress and information are received, updated investigation results and conclusions will be filed in a follow-up report as appropriate.